Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
Patient has been indicated for a possible hip revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The previous supplemental, 0001825034-2016-03553-2, was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This report is being submitted to relay additional information. No medical records were provided. Item and lot are not available, therefore, the device history records are unavailable. Root cause could not be determined with information available.

Event description:
It is reported that the patient's hip was revised due to dislocation.